Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 25x5/8 rb had leakage. Verbatim: needle lot(s): n/a date incident occurred: (B)(6) 2026 was the patient impacted? If yes describe: is a sample available? X tried to take a dose of testosterone today. The syringe was defective which we didn't know until we took it to the pharmacy to ask about it. The syringe has a double cap at the end that attached the syringe. Please see photo. Additional information received on (B)(6) 2026: 1. I don¿t have the packaging for the needle. I didn¿t think to save it. But the material number and batch number are from the same bo date -(B)(6) 2026 this is the message we sent to doctor explaining what happened. ¿ x said when he started injecting the testosterone that the needle fell off from the syringe. We think what happened was that as x started pushing the testosterone into his leg, the two blue caps separated. X said none of the medicine injected. X said that he thinks when he was trying to fill the syringe, it was leaking but he didn¿t recognize that it was leaking. I checked the vial when we got home and there may be a dose left or it could only be a partial dose. There is barely any testosterone left in the vial.¿ if you need the syringe, still have it, can it be sent without any problems? It is a sharp object and used medical equipment, so I¿m wondering if the post office will have a problem?